Manufacturer narrative:
(B)(4).. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. However, angina and arterial perforation are listed in the xience alpine everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a 70% stenosed mid left anterior descending artery. Rotational atherectomy was performed with a 1.75 burr. A 3.75 x 15 mm nc trek balloon catheter was inflated to 18 atmospheres for pre-dilatation. A 4.0 x 23 mm xience alpine stent was deployed at 12 atmospheres. Post-dilatation was performed with a 4.5 x 12 mm nc trek balloon catheter to 14 atmospheres when a perforation occurred in the middle of the stent. The patient had been having chest pain since the use of the atherectomy catheter; however, the pain increased after the perforation. The 4.5 x 12 mm nc trek balloon was advanced again and inflated to a low pressure two times for a minute each time which sealed the leak. A 3.5 x 19 mm graftmaster covered stent was implanted inside the stent to prevent future re-opening. The graftmaster was post-dilated with a 3.75 x 12 mm nc trek to 12 atmospheres and a 4.4 x 12 mm nc trek to 8 atmospheres to successfully complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.